Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
According to the field service technician the affected rfd will be sent back to germany for repair under RMA#378994. According to the service report (B)(4) following work as been performed on the rfd: investigation performed by emtec defective ild213 replaced, burning, calibration and final check done by emtec after emtec the rfd was tested according to the current valid service protocol. The reported failure could be reproduced and confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). It was reported that event occurred after system was taken out of service for a prior failure on another device (rotaflow console). The rfd was damaged when rotaflow console was defective. Error message "head error" occurred after reaching 1500rpm. A patient was not involved.